Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked display window, cracked case at display window corners, cracked battery tube threads, debris/hair under display window, missing reservoir tube o-ring and completely broken off reservoir tube lip. The reservoir tube lip completely broken off and test reservoir will not lock/click in place. (B)(4).

Event description:
It was reported that the customer had trouble with the insulin pump; the reservoir was missing an o-ring. The customer stated that they placed a rubber band on the reservoir. Troubleshooting was performed and the customer stated that the battery cap was loose and there was a missing o-ring in the reservoir. The customer's blood glucose was 136 mg/dl at the time of the phone call. The customer stated that the damage occurred when the insulin pump fell out of her bra. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per physician's instruction and that the insulin pump will need to be replaced. The insulin pump was returned for analysis.